Event description:
Same case as MFR report #: 2134265-2009-01881. It was reported that during a stenting procedure of a neural artery, a dissection occurred. The 70% stenosed lesion was located in a non-calcified mid basilar artery. Tortuousity was considered normal for posterior circulation and no collateral were noted. The 2.0x12mm maverick balloon was advanced to the lesion and the balloon was inflated with a 3 ml syringe with inflations lasting 10-15 seconds. The physician then advanced a 3.0x12mm maverick balloon and inflated the balloon with a 3 ml syringe with inflations lasting 10-15 seconds. Due to the ability to successfully dilate the lesion using a syringe, the physician concluded the plaque was soft. After the pre-dilation of the lesion, an intimal flap was noted. The physician attempted to advance a 3.0x20mm wingspan stent to the dissection but encountered resistance and could not deploy the stent. A non-bsc stent was used to complete the procedure. No further injuries or complications occurred. Patient status is satisfactory. The physician does not consider the intimal flap to represent a complication of the angioplasty or a untoward event result from the use of the maverick balloons.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.